Event description:
The customer reported that on their way to a patient event, their device powered itself on four (4) times and then immediately lost power. When the customer arrived on scene, the device was powered on and the device was able to stay powered on long enough to verify that the patient was deceased. The customer noted there was no CPR given when they arrived, nor was there any attempt to revive patient due to their condition. The patient had an extensive medical history and had reportedly died of natural causes. The customer also stated that the device sometimes would not power on when the on button was pressed; however it is not known if this occurred during the reported patient event. There is no indication that the reported device failure played a role in the death of the patient as the device was connected to the patient to verify the death of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the main keypad assembly as a precaution, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the conductive material has worn off of the plastic bubbles of the on button. Some of this material was found to be on and between the contacts on the circuit board. After further evaluation, it was observed that this residue could have caused intermittent shorting of the keypad, but this was not verified to occur at the time of testing.